Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed a "level module disconnected" error message. An audible alarm was also heard. The user reported when the blood was above the level alert sensor, it would give this message. The problem was resolved by two phone calls to technical support during the bypass procedure. It was discovered that the user was using only the alert sensor, but accidentally had the level module set up for alert/alarm on the perfusion screen. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.